Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were predicted from multiple vitros and non-vitros quality control fluids and a single patient sample using two different vitros phyt slide lots on a vitros 4600 chemistry system. The most likely assignable cause of the event is an instrument related issue. Multiple within-run precision test results were outside of acceptable guidelines, and precision testing results were acceptable when processed on an alternate vitros system on site. Service actions, including insert blade replacement and iwf adjustments, returned the instrument to expected performance. Although a transient phyt reagent issue cannot be completely ruled out as a contributing factor, two different reagent lots were impacted indicating the issue is likely to be related to the instrument. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed lower and higher than expected vitros phyt results were predicted from multiple vitros and non-vitros quality control fluids and a single patient sample using two different vitros phyt slide lots on a vitros 4600 chemistry system. Vitros phyt slide lot 2615-0166-7350: biorad l1 lot 31850 results of 10.47 and 9.14 ug/ml vs. The expected result of 13.54 ug/ml. Biorad l2 lot 31850 results of 15.03 and 19.58 ug/ml vs. The expected result of 25.84 ug/ml. Vitros phyt slide lot 2617-0167-9909: biorad l1 lot 31850 results of 6.58, 3.92 , and 9.60 ug/ml vs. The expected result of 12.0 ug/ml. Biorad l2 lot 31850 results of 16.6, 9.67, and 19.14 ug/ml vs. The expected result of 26.0 ug/ml. Vitros tdm pv I v6165 results of 10.0 ug/ml vs. The expected result of 7.60 ug/ml. Patient sample result of 18.6 ug/ml vs. The expected result of 14.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The affected patient sample result was not reported outside of the laboratory, however, ortho could not rule out that affected patient sample results were not, or would not be reported outside of the laboratory if the issue were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).